Event description:
The article, "from ileum to endocardium - a case report of yersinia pseudotuberculosis prosthetic valve infective endocarditis", was reviewed. The article presented a case study of a 70-year-old female patient with a history of rheumatic valve disease, atrial fibrillation, and heart failure with reduced ejection-fraction. On an unknown date, a st. Jude mechanical heart valve was chosen for implant for mitral valve replacement (mvr). The device was implanted. Approximately seven years later the patient presented to the emergency department with a 3-day history of vomiting, diarrhea and poor oral intake. The patient was also hypotensive, tachycardic, and a temperature of 38.9 degrees celsius. Antibiotic therapy was changed to IV cefuroxime and IV gentamiein. The patient began to have melaena. Urgent computed tomography (CT) of the abdomen and pelvis showed a small volume of intraperitoneal fluid. On day 3, the pathogen was identified as yersinia pseudotuberculosis sensitive to amoxicillin, therefore antibiotics were changed. Tee was performed on day 6 and showed mobile densities of infective endocarditis on the atrial surface of the leaflets and mitral valve annulus without valve dysfunction. Antibiotics were escalated to IV ceftriaxone. On day 8, the patient showed clinical improvement but demonstration confusion but subsequently improved and was deemed secondary to infectious delirium. On day 32 the patient was discharged. Three days later the patient presented with episodes of toxin-positive clostridioides difficile infection, which was attributed to the prolonged antibiotic course. The patient underwent CT abdomen and pelvis which showed pancolitis. The patient received 5 weeks of IV ceftriaxone. Follow-up toe showed improvement to the reduction in size of the mobile echo-densities. The patient made a full recovery. "[The primary and corresponding author was (B)(6), department of cardiology, (B)(6) hospital, (B)(6), with corresponding e-mail: (B)(6).]"

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.